Manufacturer narrative:
Additional information is not available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly "on (B)(6) 2015, the patient's hip replacement will be removed because of metallosis."

Manufacturer narrative:
The event was confirmed to be part of (B)(4). This event is being reported under rae (B)(4).

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly "on (B)(6) 2015, the patient's hip replacement will be removed because of metallosis." Additional information received from legal: claimant alleges the abg ii hip implanted on (B)(6) 2010 date failed causing elevated metal ion levels, which will require revision surgery on (B)(6) 2015.